Event description:
It was reported that the device was at recommended replacement time (rrt) and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Time of rrt in save to disk on (B)(6) 2012 device rrt <=2.62 volt. Trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:03.